Event description:
It was reported that during a drug-eluting stenting treatment procedure, the stent struts bent on a 3.50x24mm taxus liberte drug-eluting stent. The device was removed without problems. There were no patient complications. The procedure was successfully completed with another 3.50x24mm taxus liberte drug-eluting stent. Patient status is reported as "good."

Manufacturer narrative:
Device evaluation: visual examination of the returned device found proximal stent damage. Some of the stent struts were severely misaligned. No kinks or damage were noticed along the shaft of the device. The balloon and tip sections of the device were visually and microscopically examined, and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and did not appear to have been subjected to any positive pressure. No additional product analysis or external evaluations were performed. A recommended sized guidewire was inserted through the lumen with no restrictions noted. A review of the manufacturing record for this particular batch shows that the device met its material, assembly, and product specifications. The most probable root cause of the reported difficulty is determined to be operational context due to the anatomical and/or procedural factors encountered during the procedure.